Manufacturer narrative:
Product ID 7434a lot# serial# (B)(4); product type programmer, patient product ID 3887-28 lot# l56415, implanted: 1999 (B)(6); product type lead product ID 7434-e lot# serial# (B)(4), implanted: 1999 (B)(6); product type programmer, patient product ID 7495-51 lot# serial# (B)(4), implanted: 1999 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s device had a power-on reset (por) condition and device end of life (eol) was suspected. It was noted that the patient used the therapy every day and the patient lost therapy about a month ago. It was reported that there was no electro-magnetic interference related experience during this time, but the patient had a radio frequency procedure done quite a while ago. It was noted that the device battery ¿was good.¿ it was later reported that the device was reprogrammed and the patient had satisfactory therapy. It was noted that the implantable neurostimulator had been on for over ten minutes so a longevity check was done. The longevity estimate was 76 months. It was noted that the por code was unknown.